Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3591 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation

Event description:
It was reported "the patient was admitted to the department of nephrology for leukemia and was given PICC catheterization on (B)(6) 2020 according to the condition of the disease. The patient applied the catheter infusion under the regular operation of medical staff on (B)(6) 2020. When the end of the extracorporeal tubing appeared liquid spillage. The medical staff found that the PICC tube was partially damaged after inspection."